Event description:
The representative reported on behalf of the surgeon who had undertaken a secondary revision of a hip, that there had been a 'reaction' between the cabling system, grip plate and the restoration modular cone body. The representative reported that the surgeon did not give a specific event description although a possible fracture or a general demise in the hip were discussed. The surgeon did not indicate that this reported event in relation to the dall miles was the primary reason for the revision. Updated information indicates that the patient had her original revision done in (B)(6) 2011 at the (B)(6) hospital. It came up for revision in (B)(6) 2015 due to pain and suspected loosening. The customer reported that original x-rays confirmed there was no metal on metal interaction between the restoration implants and dall-miles implants. X-rays pre op from (B)(6) 2015 showed bone loss and potential metal on metal interaction. The customer reported that upon revising the hip in (B)(6) 2015, substantial amounts of black tissue were removed and the surgeon suspected some form of metallosis.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown dall miles cabling system. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.